Manufacturer narrative:
Product event summary: at analysis the generator failed its incoming testing and it was noted that a sensitivity test failed. It was also noted that there was white residue on its lower case and its cover was missing. The unit was returned to the customer unrepaired. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.